Manufacturer narrative:
Unit received with frozen display due to corroded electronic assemblies. Unit received with end cap broken off and corroded motor home switch. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had broken at case. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.